Event description:
It was reported that during a procedure with this moses fiber, it broke and it caused a burn in the physician's hand. The physician continued and completed the procedure using a different fiber.

Event description:
It was reported that during a procedure, the fiber broke caused a burn on the physician's hand. However, the physician continued and completed the procedure using a different fiber. There were no clinical complications to the patient reported.